Event description:
The customer reported via phone call that insulin appeared to be leaking out of the reservoir past the second o-ring. The customer also reported that air bubbles were visible in the reservoir and he could smell insulin. The customer stated that he did not see any insulin in the battery compartment, reservoir compartment, or under the lcd display. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.